Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during testing. There was no unexpected blank screen during testing. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error alarm during the prime process. Customer advised they changed out their entire set and customer was unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.